Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the cannula inserted and when the pod was removed, the cannula was no longer visible. The patient's blood glucose levels rose to 24 mmol/l (432 mg/dl). The pod was worn on the patient's leg for between 1 and 4 hours.

Manufacturer narrative:
The pod was received with the cannula fully deployed with the slide insert held securely by the catch beam. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 200 pulses and completed multiple boluses before deactivation. The investigation found no issues that would result in the cannula retracting. Cracks were observed in the top housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.